Event description:
It was observed during the device evaluation that the air/water tube and cylinder of the colonvideoscope contained foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, but a root cause could not be identified. Based on the investigation results, it is likely that the malfunction was caused by failure to follow instructions, leading to foreign objects in the air/water cylinder and tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event may be detected or prevented by adhering to the instructions for use, which state that only sterile water should be used for air/water feeding, and no additives should be introduced, as non-sterile water may cause patient cross-contamination and infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide the device manufacture date. Olympus will continue to monitor field performance for this device.